Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the cautery function would not work on the monopolar curved scissors instrument. The cord was double checked and replaced without any change in function. The instrument was then changed and the cautery was then functional. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in-house system and passed engagement and recognition testing. A cautery test was performed and the instrument passed. The instrument was able to pass energy testing as well as electrical continuity testing. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .143 - .088 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.